Event description:
Reporter indicated that the pt was explanted on for infection and was not reimplanted. Follow-up with the site indicated that cultures were taken and came back negative for infection, but it was reported that there was "erosion of the skin" at the generator site. No manipulation, trauma, or changes in medication or programming was reported. Reporter indicated that the erosion was due to the presence of the vns device. Device was returned to MFR, but analysis is pending.